Manufacturer narrative:
(B)(4). A review of the manufacturing records for the devices verified the lots met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to embolization (micro and macro) with transient or permanent ischemia; and occlusion of device or native vessel.

Event description:
During (B)(6) held (B)(6) 2017, a poster was shown at an exhibit which described a case reportedly involving a gore® excluder® aaa endoprosthesis featuring c3® delivery system. It states a (B)(6) male underwent elective evar for an asymptomatic 71mm saccular infrarenal aaa. There were no reported intra procedural complications. The patient developed acute right limb ischemia in recovery. An angiogram revealed an occluded right iliac artery limb component. He was treated with bilateral balloon expandable stents (atrium v12) and extension of the right iliac artery limb with an uncovered stent (medtronic) into the right external iliac artery. The patient developed right testicular ischemia 36hrs post-operatively, confirmed with ultrasound. A unilateral orchiectomy was performed. Histopathology showed global testicular infarction with thromboembolus noted in one artery. The poster author noted: "right limb occlusion was suspected to have been caused by evar limb compromise with a narrowed distal aortic segment and possible thrombus dislodgement post initial evar deployment and balloon moulding. Right testicular infarction was likely multifactorial and potential include ischaemia time post initial right limb occlusion, stent placement compromising collateral testicular arterial supply and though possible but least likely atheroemboli causing microvascular occlusion." On (B)(6) 2017 the patient was seen in follow-up by the physician and is reported to be doing well.

Event description:
During the (B)(6) and (B)(6) society for vascular surgery conference in (B)(6) held (B)(6) 2017, a poster was shown at an exhibit which described a case reportedly involving a gore® excluder® aaa endoprosthesis featuring c3® delivery system. On (B)(6) 2017, a (B)(6) year old male underwent elective evar for an asymptomatic 71mm saccular infrarenal aaa. There were no reported intra procedural complications. The patient developed acute right limb ischemia in recovery. An angiogram revealed an occluded right iliac artery limb component. He was treated with bilateral balloon expandable stents (atrium v12) and extension of the right iliac artery limb with an uncovered stent (medtronic) into the right external iliac artery. The patient developed right testicular ischemia 36 hrs post-operatively, confirmed with ultrasound. A unilateral orchiectomy was performed. Histopathology showed global testicular infarction with thromboembolus noted in one artery. The poster author noted: "right limb occlusion was suspected to have been caused by evar limb compromise with a narrowed distal aortic segment and possible thrombus dislodgement post initial evar deployment and balloon moulding. Right testicular infarction was likely multifactorial and potential include ischaemia time post initial right limb occlusion, stent placement compromising collateral testicular arterial supply and though possible but least likely atheroemboli causing microvascular occlusion." On (B)(6) 2017 the patient was seen in follow-up by the physician and is reported to be doing well.